Event description:
A malfunction alarm with code malf 15 was reported, indicating a software error in the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump; however, the issue persisted after the reset. As a corrective action, the decision was made to replace the pump since it was under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy, and was guided on returning the faulty pump using a pre-paid label within ten days. Additionally, the customer was advised on how to store the pump properly.